Event description:
Philips received a complaint by the customer on the v60 indicating while performing preventative maintenance (pm), it was observed that the device is getting error code 1007 alarms machine and proximal pressure sensor failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states during pm in ventilation mode the unit alarms machine and proximal pressure sensor failed message and error code 1007 is noted in event log, requests troubleshooting to correct the issue. The rse advised customer to check the da-mc cable and reseat connectors. The customer informed that he adjusted the cable and acknowledged the issue has been resolved and the vent info components are displayed correctly on screen, issue resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.